Manufacturer narrative:
Evaluation summary: additional information was provided, which indicated an approved cartridge was used with an unapproved viscoelastic 1% 1 ml. This lens/cartridge combination is qualified for use with two other specific viscoelastics. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. Additional information indicated a failure to follow the directions for use (dfu). Account used an unapproved viscoelastic. The use of unapproved products may result in lens delivery difficulties or lens damage.

Event description:
A surgeon reported that a patient experienced decreased vision after intraocular lens (iol) implantation. A second surgery was performed 7 days after implantation to rotate the iol. The patient's symptoms were reported to be resolved after rotation. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the lens product history records were reviewed and documentation indicates the product met release criteria. Monarch product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information has been requested but not received to date. (B)(4).